Manufacturer narrative:
The patient required revascularization of the target lesion. The patient was discharged the following day. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Stellarex 0.035 otw drug-coated angioplasty balloon; paclitaxel drug, 3.2 mg; therapy date: (B)(6) 2015; adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries; lot #: 14m0860801; expiration date: 06/14/2015; UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure of a 12 mm, 99% stenotic denovo lesion of the right popliteal artery. The lesion was predilated using a 5 x 60 mm balloon and inflated to 6 atm, resulting in a residual 60% stenosis. Then, a 6 x 80 mm stellarex balloon was inflated to 8 atm for 3 minutes, resulting in a residual 5% stenosis. No complications occurred. The patient was discharged per plan. On (B)(6) 2017, the patient underwent a successful angioplasty for a right popliteal stenosis. The physician indicated the adverse event is not related to the device or procedure. The patient was discharged the following day.